Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 135 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Resistance was felt when filling the cartridge during the load sequence and customer changed the syringe needle to resolve this issue. Customer¿s blood glucose level was 358 mg/dl and a bolus was delivered to address bg.